Event description:
It was reported that the patient presented for a routine implant procedure. It was noted during the procedure that the physician had difficulties advancing the guidewire and removing the guidewire from the lead. The lead was exchanged, replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of a guidewire insertion issue was confirmed. A complete lead was returned for analysis. X-ray analysis noted the inner coil at the connector region was bunched up which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.